Event description:
The customer contacted customer support stating that platelet results have been unstable. The cell-dyn 3700 sl analyzer generated an initial platelet count of 159 k/ul for 1 pt. When the sample was repeated, a platelet count of 15.4 k/ul was obtained. The account states that platelet results for this pt have been historically low. No impact to pt management was reported.

Manufacturer narrative:
Investigation summary: the cell-dyn 3700 sl analyzer generated an initial platelet count of 159 k/ul for 1 pt. When the sample was repeated, a platelet count of 15.4 k/ul was obtained. A service rep observed the left mixing paddle stopped its mixing movement, but the right mixing paddle was moving correctly. A mix error did not occur when the left mixing paddle stopped its mixing movement. The initial result was not reported because the expected result for this pt was historically low. Resolution: service resolved the issue by changing the mix motor, cleaning the barcode reader and tube sensor. The issue was further resolved by verifying barcode alignment, and adjusting the platelet and rbc gains. Service also set up a ground wire for the analyzer. A reproducibility test was performed with acceptable results. It is unk if the samples were mixed by hand before loading in the racks but the results, except for plt parameters were fairly close for wbc/hgb/rbc. The issue was reviewed with several technical specialists. The discrepancy pattern of high plt with little change in rbc did not indicate improper mixing. Improper mixing should show a pattern of high rbc and very low plt on the discrepant results. The pattern shown by the customer results suggested to the specialists that electrical interference may have been present. The resolution of replacing the mixing motor and installing ground lines to sample loader, analyzer, analyzer base would address electrical issues. Pages 12-9: chapter 12 sample loader operating principles functional description/function sequence: a mixing head extends to pre-mix the specimen at station #1 (right hand mixing paddle), a second mixing head extends to mix the specimen at station #2 (left hand mixing paddle), a mixing motor checks to ensure that both mixers are operating properly. If the tube cannot spin properly, a mixing error occurs. The mixing motor measures current use in the motor. As a mixing error did not occur, the mixing monitor must not have registered any unusual current in the motor. This is also suggestive of an electrical problem. Trending review: a review complaint reports for list base 02h31-01 from june 2005 to june 2006 did not indicate an adverse trend for the cell-dyn 3700 (list number 02h31-01) generating discrepant results for the plt parameter. Labeling: review of the cell-dyn 3700 system operator's manual (06h89-01, rev e): page 5-93 stresses that all samples must be properly mixed before they are placed in the sample loader racks. Page 12-15: the event of intermittent electrical interference is not addressed by the operator's manual. Conclusion: the mixing motor had been in use for more than 3 yrs - it is unk if the mixing motor was the single cause. The issue was resolved as follows; to change the mixing motor/clean the barcode, tube sensor/change the reagent, specimen transfer line tube/extended wash with bleach/set up earth (ground line) on the sample loader, analyzer, analyzer base/adjust rbc, plt gain/confirm by running precision. No impact to pt management was reported. This is the final report. End of report.